Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Nine representative devices were available for evaluation. A video was also provided. Visual inspection noted each reload was received in a sealed blister package with no abnormalities. Func tionally, each reload was removed from the sealed blister package. Each reload was loaded into a representative instrument. The jaws of each reload were clamped and a noticeable gap could been seen. It was reported that the instrument was difficult to insert thru a port and unable to perform a clamp test. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominoperineal (ap) resection, while setting up the device, after opening the reload, the user was able to load the device onto the powered handle. While testing the opening and closing of the jaws, the user noticed that the device did not close completely. The user tried inserting the reload into the trocar, but the nurse had to manually close the jaws completely so that it would fit into the trocar. After passing through the trocar, the jaws still did not close completely. To resolve the issue, another reload was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.